Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer's blood glucose (bg) level reached over 500 mg/dl. Reportedly, the customer was sick, and believe the sickness may be contributing to the reported elevated bg levels. Customer changed out the pump supplies prior to the report with tandem technical support; therefore, troubleshooting was unable to be performed.